Manufacturer narrative:
Additional product returned and analyzed with no abnormalities found: part number: date code: description: hx6530 170510 easyclean handle. The root cause of the customer's complaint is a burned charger power cord. Charger is being sent to manufacturer - pie - for further analysis.

Manufacturer narrative:
The serial number of the toothbrush handle and/or charger was not provided. Device manufacturing date not available due to the device(s) not being returned.

Event description:
Consumer called stating that charger cord caught fire while in use. They stated that the cord was "twisted up" which may have contributed to the incident. No injury reported.

Manufacturer narrative:
Event problem and evaluation codes updated to reflect new information from the supplier failure analysis report.